Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7052880; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient could not charge the ipg due to it was implanted too deep. The patient underwent a pocket revision procedure but it was found out that the incision sites were infected. The physician believed that the infection was not device related and the cause was unknown. The patient underwent an explant procedure and was doing well postoperatively.